Event description:
A report was received that the patient was experiencing burning sensations at the pocket site. The physician prescribed lidoderm patches for the patient.

Manufacturer narrative:
This is the final report.